Event description:
This lead was implanted on (B)(6) 2002 and was explanted on (B)(6) 2011 due to noise on the rate/sense electrogram. All the electrical testing was normal, but the pace sense impedance was low (250 ohms). The patient had not received any inappropriate therapy. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).